Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/30/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: can you identify the lot number of the product used? Unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(4). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one needle and one used suture piece were received for analysis. Product code sxpp1b408. During the inspection of the sample, marks at the end of the swage area were noted. The hole was examined, under magnification and remnants of suture were observed. The suture was inspected, and it was found that the loop area was not present since the suture was to be cut, possibly by a surgical instrument. Additionally, crimping marks and cut were observed at the other extreme. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) and barbed suture was used. During a caesarean section, it was found that the loop had been detached. This event occurred for the first time. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.